Manufacturer narrative:
Continuation of d10: product ID 8780; serial #: (B)(6); implanted: (B)(6) 2023; explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 17-mar-2025, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing dilaudid (hydromorphone) (1 mg/ml at .2 mg/day) via an implantable pump for spinal pain. It was reported that the patient experienced a loss of therapy after the catheter was cut during a spinal surgery. The physician tied off existing spinal segment and replaced the catheter and pump. Issue is resolved. Additional information was received from the manufacturer representative (rep) stating there were no device issues with the pump. It was a few years old and the healthcare provider (hcp) elected to replace it while revising the catheter. Additional information was received from the manufacturer representative (rep) stating the spinal surgery was unrelated to the infusion pump.